Manufacturer narrative:
Ntaneous case was reported by a medical doctor and describes the occurrence of medical device removal ("one of the essures might still be in and the other out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter provided no causality assessment for medical device removal and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a medical doctor and describes the occurrence of medical device removal ("one of the essures might still be in and the other out") in a female patient who had essure inserted for product used for unknown indication. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter provided no causality assessment for medical device removal and pelvic pain with essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.